Manufacturer narrative:
The problem with deviation of o2 concentration was reproduced during our tests of the returned oxygen gas module in a reference ventilator. It was revealed in the production test system for gas modules that there were oscillations and they were caused by a faulty nozzle unit. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The nozzle unit should be replaced during the yearly preventive maintenance or after 5000 hours of operation. According to received information, the nozzle unit was recently replaced. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. The failure was confirmed in the received device logs. The cause of the faulty nozzle unit has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration when being used on a patient. There was no patient harm. (B)(4).